Event description:
On (B)(6) 2004, the plaintiff was implanted with a "transvaginal sling product" to treat her stress urinary incontinence. It was alleged the plaintiff has "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged the plaintiff had to "undergo extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was additionally alleged that the plaintiff has "undergone medical treatment and has undergone corrective surgery and hospitalization" and other damages.

Manufacturer narrative:
It is unknown which ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.